Event description:
A male patient called lifecor customer support to report that one of his battery packs, when in the charger, gives no lights aqt all until it's pressed down, then it gives a fully charged indication with the battery fault light flashing. This is the same problem the patient reported the day before with another battery pack. A replacement battery pack and charger were provided to the patient. On 03/11/2006 the patient called again to report a similar problem with another of his battery packs. When he inserts it into the monitor, it continually prompts him to reinsert the battery. Support requested that he remove the battery pack and check the battery contacts. They all appear normal on both the monitor and the battery pack. The replacement battery pack functions normally. The patient's faulty battery pack and his monitor were replaced.